Event description:
The bed had an unintentional head down movement. He stated this has been happening for a couple of days and occurred in the med surge unit and in the dialysis unit.

Manufacturer narrative:
The facility has not completed repairs to the bed.